Manufacturer narrative:
Event and implant dates were estimated based on the information provided.

Event description:
It was reported that the patient had his inflatable penile prothesis in 2013 and suddenly stopped working on (B)(6) 2020. Fluid loss through a break in the pump tubing was observed. All components were removed and replaced. The patient is recovering from surgery.